Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer was using the infusion set and cartridge for 3-4 days. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level ranged between 200 to 241 mg/dl.